Event description:
This pt underwent "tka" with "lcs" in one knee in february. After surgery the pt disclosed severe allergic reaction (skin breaking out) and pigmentation of the knee joint area. After being on systemic medication; the pt was scheduled to be discharged from the hospital at the end of april; however; immediately before the pt was to go home; the pt developed severe pain of the operated knee joint; disabling the pt to walk. Dr states that pt is unable to walk without a walker because of pain.